Event description:
It was reported that the iab was inserted after the patient underwent angioplasty. The pump began experiencing helium loss 2 and 3 alarms. The patient was switched to another pump and the alarms stopped. Sometime later, the alarms started again and blood was noted in the helium tubing. The iab was removed and replaced without any patient complications.